Event description:
Literature: ondo, w., hewgley, t., almauger, m., interesting complication of the activa rc pulse generator, movement disorders, vol ume 27, number 2 (2012). Doi: 10.1002/mds.24019. Summary: case study of a (B)(6) male implanted with a rechargeable implantable pulse generator (ipg) who experienced sudden problems with recharging. Reported events: the patient was implanted with no complications, and received therapeutic benefit for approximately two months. After the two months, the patient reported an inability to recharge the device, and was only able to activate 2 of the 8 coupling efficiency bars despite many hours of attempted charging. Interrogation of the device showed no malfunctions, but an x-ray revealed the device had flipped in the pocket. Attempts at manual manipulation were unsuccessful, and surgery was required. The battery was reoriented and sutured into the pocket. The patient was subsequently able to fully recharge the battery. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4). The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.